Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was received indicating neither the physician or representative were able to determine the problem with the device. As such, all components were replaced but the reservoir was left in the patient. No products are expected for return.